Event description:
Spontaneous call from patient¿s mom reporting that one of the patient¿s cadd ms3 pumps stopped working a week ago. She stated the pump is asking for status code for pump programming. I reviewed with her the importance of keeping a battery in the pump so that the programming does not get cleared as well as the importance of having 2 working pumps. She stated the patient was switched to the backup pump without issue and it has been working. We are sending a replacement pump to arrive tomorrow. The pump will be arriving in the morning. She will send the malfunctioning pump once it is confirmed new one is working. Serial number of non-working pump: (B)(4). Reported to (B)(6) by: patient/caregiver.